Event description:
Analysis of the returned device found that the stent (subject device) was to be deployed from the sdw (stent delivery wire) during use. There were no clinical consequences reported to the patient as a result of this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the atlas device was returned with a xt-17 microcatheter, the sdw (stent delivery wire) was seen to be kinked, the stent was seen to be deployed from the sdw (stent delivery wire), the stent was seen to deformed, and the was no introducer sheath returned. During functional inspection, the stent was deployed from the sdw (stent delivery wire) so to identify if it had deployed within the catheter, the catheter was flushed and a patency mandrel was advanced through. The mandrel would not advance past 60cm from the hub so the catheter was cut at this point and it was seen the stent had deployed within the catheter. The stent was then removed for further analysis. The reported complaint code was not confirmed during device analysis, however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The introducer sheath was reported to be properly inserted all the way into the hub of an excelsior sl-10 microcatheter prior to transfer. It is reported that 'when delivered a 3x21 atlas stent, it could not be pushed out of introducing sheath. So replaced it with another 3x15 atlas, but this one could not be advanced smoothly in sl-10 lumen. Replaced the sl-10 with a xt 17 and replaced the 3x15 stent with another 3x21 atlas to try but this stent could not be pushed out of introducing sheath'. Finally, the rhv was opened sufficiently to allow advancement of the stent through without causing damage. The stent was returned for analysis deployed approximately 60cm from the proximal (hub) end, inside an excelsior xt-17 microcatheter. This does not align with the event description in which it is stated that an sl-10 microcatheter was in use. Once removed from the xt-17 microcatheter it was noted that the stent was damaged, mainly in the mid-stent section. The stent delivery wire (sdw) was kinked/ bent in a number of locations and the introducer sheath was not returned for analysis. The as reported code as well as the as analyzed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.